Event description:
A journal article was reviewed which contained information regarding this lead. The patient experienced electrical storm and received >50 shocks within a twelve hour period. There was a "sudden" increase in lead impedance five days prior to the electrical storm. The lead integrity alert was activated, but the patient did not hear it. The lead status is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). This information is based entirely on journal literature. The event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: "long-term performance of the medtronic sprint fidelis lead: a matter of lead type" europace. November 1 2012;14(11):1620-1623.